Manufacturer narrative:
Initial MDR 2517506-2021-00048 was filed 03-feb-2021. Additional information (09-feb-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed enzymatic creatinine result. Hsc evaluated the information provided and the instrument data files. The event was resolved with recalibration from a new flex well set. Quality control was in range upon recalibration and testing from subsequent new flex reagent wells. No similar events were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded an expected result. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning a discordant, falsely depressed enzymatic creatinine (ecrea) result on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed patient sample result was obtained for enzymatic creatinine (ecrea) on a dimension vista 500 system. The result was reported to the physician(s). The same sample was reprocessed after a recalibration of the assay and a higher ecrea result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed ecrea result.